Event description:
Clinic notes dated (B)(6) 2012 were received on (B)(6) 2012. The patient was seizure free from (B)(6) 2009 to (B)(6) 2010. The notes indicated that this vns patient experienced a seizure on (B)(6)2011. The patient awoke with an upset stomach, sat up in bed, was starting and non-responsive, her body went limp, and she lost color in her face and hands for a few seconds. The patient's mediation was increased. In (B)(6) 2011, the patient had two episodes of staring, each lasting 2 minutes followed by post-ictal sleepiness. One episode occurred after the patient's medication dose was increased. The patient had a bigger seizure on (B)(6) 2011. The seizures started with her stomach hurting and feeling nauseous. She then became non-responsive, fell over, and started having convulsions. The vns magnet was swiped twice at the end of the seizure, which lasted 3 minutes in duration. Oxygen was administered, and the patient's vitals were stable. She was not transported. The patient's medication was increased. A normal mode diagnostic on (B)(6) 2011 and on (B)(6) 2011 were within normal limits. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Review of programming history.